Event description:
It was reported that at follow-up, a loss of capture with a decrease in sensing and impedance were found. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that on (B)(4) 2012, it was found that the previously capped lead had perforated. Patient was discharged and is in good condition.